Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after over-filling a cartridge with approximately 300 units of insulin. There was no reported impact to the customer blood glucose level. Reportedly, the customer was able to load a new cartridge and resume insulin therapy.